Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: artisan lead 50 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 38032594. Model/catalog description: clik anchor. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient developed pain in the sacroiliac joint area on the same side as the implantable pulse generator (ipg) site. The physician evaluated the patient but did not identify an underlying cause for the pain. The patient was treated with medication however; the therapy did not provide relief. Due to the ongoing symptoms, the patient underwent a spinal cord stimulator (scs) explant procedure. The patient was expected to make a full recovery following the procedure. All explanted device components were discarded.